Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing c-arm use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of coronary procedure. The procedure was aborted and completed as moving the patient to another room. It was reported to philips that the system's geometry computer was unable to boot. Customer stated that they performed a cold restart the table and c arm still don't move with the table free floating. Review of the log file shows geo ipc is having power supply issues. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that bad geo pc power supply. To resolve the issue, the fse replaced the geometry pc and downloaded board software. The defective parts were returned for analysis, for geo pc, malfunction was observed and the failed component was found to be wrong hdd, which was replaced proactively. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.